Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer alleges that the green breathing bag from the anesthesia kit busted during a case. No patient harm was reported.